Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver 100ml of 5% dextrose and 0.45% sodium chloride at a rate of 100ml/hr. No further programming parameters were provided. The customer contact reported that when the nurse pressed the start button, the "pump was moving but there was no fluid drip." The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel.